Event description:
A report was received that the patient's ipg had migrated and was unable to charge. The physician relocated the pocket. The patient was reportedly doing well following the procedure.